Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly coin batteries were evaluated and replaced. The 5vdc power supply was also adjusted during the service event to the proper operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.